Manufacturer narrative:
(B)(4). The customer reported that the device did not charge energy fully and gave a shock equipment malfunction message. There was no report of negative patient outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not charge energy fully and gave a shock equipment malfunction message. There was no report of negative patient outcome.